Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that the neck pain and migraines were not related to the device or therapy. The cause of the neck pain and migraines was illegible, but it was not related. He received an exam for these symptoms and was referred to a neurologist. He was under treatment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the surgeon is seeing the patient for their migraines, headaches, and cervicalgia.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
A consumer reported that they had been having overstimulation and seizures on the left side of their body since (B)(6) 2015. The patient had an appointment scheduled with a new neurologist in (B)(6) and they needed a manufacturing representative to be present to make some adjustments. Decreasing stimulation did not help with the overstimulation issue so they turned stimulation off. Overstimulation did stop when stimulation was turned off. The patient had not experienced and falls or trauma related to the issue. The patient's health care provider (hcp) was aware of the issues. The patient's indication for use is movement disorders. Refer to manufacturer report #3004209178-2016-07702.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.